Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant testing. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. The performance data was reviewed finding no error related to the complaint. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.